Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd safetyglide syringe experienced 100 cases of blood exposure/splash, 100 cases of leakage, 100 cases of detached safety mechanism, and 10 cases of being clogged/blocked/occluded. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via survey response that the clinicians experienced exposure to body fluid or blood (100), syringe needle connectivity issue (220), needle clogged (10), foreign matter in packaging (30), needle dull (100), needle bent (4). Further information related to clinician exposed to blood or bodily fluid: no safety device to completely cover the metal part and the bevel.